Manufacturer narrative:
510 k #: k142688. Device evaluation: 1 unit of lot c1701869 of echo-hd-22-c was returned opened in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 17 april 2020. The returned device lab findings and observations can be referred through the attached files. No defects were observed on the returned device. The needle was able to advance and retract without issue. Document review including IFU review. Prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-c of lot number c1701869 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1701869. The notes section of the instructions for use, (B)(4), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use ((B)(4)). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. As no defect was observed on laboratory evaluation a possible root cause assigned was a scope angulation that led to this issue. Summary: complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle cannot retrieve completely into the sheath. "As per complaint form": dr (B)(6) was trying to make a punction in the pancreas body and it was difficult to move the needle inside the sheath so he decided to stop the procedure as the feeling was bad the needle could not retrieve completely in the sheath. He stopped the procedure and used another one. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.